Manufacturer narrative:
Additional information: h6. (Head board) the evaluation determined that the reported event was caused by a defective head board. (Ncr-05211).

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/21/2023, it was reported by a facility representative via sems that an ar-3210-0029 camera head was not white balancing. This was discovered during an unspecified procedure, with no patient harm.